Event description:
It was reported that this right ventricular (rv) was explanted due to a dislodgement with high thresholds from septum to apex. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) was explanted due to a dislodgement with high thresholds from septum to apex. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies, just a few cuts in outer insulation likely from explant damage. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement and high thresholds.